Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. The rash was described as dark brown with little water bumps. The patient is allergic to nickel and applied calamine lotion to the irritation. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use flonase on the irritation. Follow up indicated that the skin irritation improved.